Event description:
It was reported that the endoplege coronary sinus catheter was found at prep to be leaking from the balloon. No patient contact was made.

Manufacturer narrative:
The endoplege coronary sinus catheter was discarded by hospital prior to report informed to sales rep; therefore unable to evaluation product defect. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending adn future CAPA determination.